Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in an emergency room, high pacing lead impedance was noted on the right ventricular lead. The patient had a history of this issue and was being monitored. Programming changes were made. The patient was in stable condition.